Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected restart error and no blank display anomaly noted during test. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart. The customer's blood glucose level was 121 mg/dl. The customer was assisted with the troubleshooting for the blank display and customer was unable to perform the troubleshooting for the unexpected restart. The insulin pump will be returned for the analysis.